Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system was admitted to hospital following an inappropriate shock due to over-sensed noisy signals. Provocative maneuvers and postural testing were performed where the noise was reproducible, but was appropriately labelled by the device. The patient was subsequently discharged and referred back to their monitoring clinic. The s-ICD device data was also sent to boston scientific technical services for review. It was strongly recommended to perform diagnostic imaging to assess the system placement and integrity. Additionally, maneuvers over the sense b node of the electrode should be performed to assess whether the over-sensed noisy signals were from the sense b node. System replacement was recommended if sense b noise was reproducible. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.